Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation and the patient experienced stroke with left-sided paralysis. Following a procedure performed with a resterilized varipulse pro catheter, the patient developed symptoms suggestive of stroke, including loss of sensation in the left hand. A magnetic resonance imaging scan was performed after the procedure, which did not reveal any lesions. As the patient¿s condition did not improve, a repeat MRI was conducted the following day, which demonstrated multiple cerebral lesions, predominantly on the right side but affecting both hemispheres. The patient was admitted to the intensive care unit. Following the neurological diagnosis, mannisol therapy was administered, alongside blood pressure medication adjustments. It was confirmed that the device was resterilized after a surgery then reused in another. The catheter was resterilized by the hospital. The physician does not know the exact cause behind the adverse event. The complication occurred despite a short procedural time during a pulmonary vein isolation plus (pvi+) procedure. The patient presented in sinus rhythm. During the procedure, a mitral isthmus¿dependent tachycardia occurred. At the end of the ablation, the patient returned to sinus rhythm. The act value was 320 seconds, and the left atrial dwell time was 26 minutes. In total, 37 ablations were performed, targeting the right and left pulmonary veins, the posterior wall, the roof line, and the mitral line. There were 11 ablations within the pulmonary veins and 22 were outside of the pulmonary veins. An agilis sheath was used, which was de-aired, the varipulse pro catheter was flushed prior to use. The patient was under deep sedation. Cough was observed during ablation of the pulmonary veins. Relevant history includes a prior ablation procedure in (B)(6) 2024 with farawave system. During anesthesia the patient received 10 ml 2% lidocaine, 50ug fentanyl, 190 mg propofol, 150 ml saline. The patient did not drink for 24 hours before the ablation. Catheter settings were varipulse pro - 30ml/min ablation irrigation flow rate, generator automatic switching to 4ml/min idle, inter application delay 1 second. Trupulse generator software version was 2.2.4 and above (varipulse pro).one transseptal puncture site was performed. Only pulsed field ablation energy was delivered.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). H6. Medical device problem code of "improper or incorrect procedure or method (a2303)"was applied as the instructions for use for varipulse specifically states "the catheter was packaged and sterilized for single use only. Do not reuse, reprocess, or resterilize." Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31870954l and no internal actions related to the complaint were found during the review. It was confirmed that a total of 37 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins (22 on posterior wall, the roof line, and the mitral line). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia"[kv1.1]""[ot1.2]". In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).